Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 104 mg/dl with sensor glucose reading of 42 mg/dl and sensor glucose of 52 mg/dl when it triggered threshold suspend. The customer's blood glucose was 92 mg/dl and sensor glucose was 52 mg/dl of call. The customer reported that the blood glucose went over 400 mg/dl. The sensor will not be returned for analysis.